Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/17/2015 with the following findings:visual inspection revealed that there was moisture corrosion on the display screen inside the pump. The battery compartment and battery cap were intact; no damage was observed. The battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump was not able to be powered on. A leak test was performed and no leaks were found. The pump case was removed and moisture corrosion was found on the printed circuit board, display screen, motor flex/connector, and the continuous glucose monitor module.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The distributor alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).